Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2011 in type 11i bone. Primary stability was achieved and osseointegration was not achieved. The clinician states that the implant was loose. The implant was removed on (B)(6) 2012. Medical history: no significant findings.